Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed via evaluation of the provided photographs of the device. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner that is covered in blood. Damage/wear is visible along the rim of the liner. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to eccentric poly wear. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted liner that is covered in blood. Damage/wear is visible along the rim of the liner. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned to the manufacturer.

Event description:
Hospital reported to rep that the patient's right hip was revised due to ecentric poly wear (rep was not present for the procedure). A head and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.